Manufacturer narrative:
Results: the neuron 5f select catheter (5f select) was fractured approximately 123.0 cm from the hub. There was no gross yielding proximal or distal to the fracture. The non-penumbra sheath was kinked in multiple locations along the shaft conclusions: evaluation of the returned select revealed it was fractured at the proximal and distal shaft junction. This type of damage typically occurs due to improper handling during use. If the 5f select is forcefully handled at an angle during insertion into patient anatomy, damage such as this may occur. The kinks on the non-penumbra sheath were likely incidental, and may have occurred during packaging the devices for return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a neuron 5f select catheter (5f select). During the procedure, in an attempt to advance the 5f select through the iliac artery and into the aorta, the physician advanced the 5f select through a non-penumbra sheath; however, the tip of the 5f select broke off in the patient before the physician reached the arch. Therefore, a snare device was used to remove the broken tip of the 5f select from the aorta. The procedure was completed using a new 5f select and the same non-penumbra sheath. There was no report of an adverse effect to the patient.